Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site. Fse evaluated instrument. Fse replaced vacuum/waste valve and performed reagent probe a alignment to resolve the issue. Instrument resumed operation. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported leak and obtained erroneous patient results for multiple chemistry on multiple patient samples on their unicel® dxc 600 pro synchron system. The customer generated erroneous patient results for multiple patient samples and results were reported out of laboratory. There was no impact to patient treatment. The customer repeated the all samples on their alternate dxc instrument and obtained results considered correct by customer. The original false low results were amended. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges prior to the generation/reporting of the false low results. The customer was wearing personal protective equipment consisting of gloves, goggles, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak.